Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was inside clinical use. The philips remote service engineer (rse) connected with the customer and identified that reported issue. There was no onsite investigation done by philips since the service was done by third party company. However, two days later, the issue has reoccurred. To resolve this issue, the philips engineer replaced lateral channel oil cooler. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that user was getting an error stating low load fluoro flavor selected; tube rotor problem. System was in use at the time of the event. Patient was reported to be on the table having a stroke. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. Philips has started an investigation of this complaint.